Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as patient made an unspecified mistake. On the same day as the event onset, the patient was treated with vancomycin injection (2 gm every 5th day, for 14 days, route and frequency were not reported), fortum injection (1 gm per day, for 14 days, route and frequency were not reported) and heparin (1/2 ml per day, for 14 days, route and frequency were not reported) for peritonitis. One day after the event onset, the patient was hospitalized. On an unknown date, the patient was discharged from being hospitalized. At the time of this report, the patient recovered from the event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.